Event description:
It was reported that balloon rupture occurred. A 5.00 mm x 8 mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.